Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered as date article was published was not provided either.

Event description:
It was reported to boston scientific via an article that a study was conducted to show the efficacy and safety of photoselective vaporization of the prostate (pvp) using greenlight xps laser. A total of 47 patients who underwent a pvp procedure between (B)(6)2022 to (B)(6)2023 were retrospectively reviewed. Out of the 47 patients, 12 patients had a urethral catheter in place at time of surgery. 11 patients were able to have the urethral catheter removed postoperatively. Additionally, 4 patients underwent a transurethral resection of the prostate (turp) procedure following the pvp procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Correction to field h11. Additional MFR narrative. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered as date article was published was not provided either. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information.

Event description:
It was reported to boston scientific via an article that a study was conducted to show the efficacy and safety of photoselective vaporization of the prostate (pvp) using greenlight xps laser. A total of 47 patients who underwent a pvp procedure between july 2022 to april 2023 were retrospectively reviewed. Out of the 47 patients, 12 patients had a urethral catheter in place at time of surgery. 11 patients were able to have the urethral catheter removed postoperatively. Additionally, 4 patients underwent a transurethral resection of the prostate (turp) procedure following the pvp procedure.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered as date article was published was not provided either. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information.

Event description:
It was reported to boston scientific via an article that a study was conducted to show the efficacy and safety of photoselective vaporization of the prostate (pvp) using greenlight xps laser. A total of 47 patients who underwent a pvp procedure between (B)(6) 2022 to (B)(6) 2023 were retrospectively reviewed. Out of the 47 patients, 12 patients had a urethral catheter in place at time of surgery. 11 patients were able to have the urethral catheter removed postoperatively. Additionally, 4 patients underwent a transurethral resection of the prostate (turp) procedure following the pvp procedure.